Manufacturer narrative:
One smiths cadd-legacy® 1 pump was returned for analysis in good condition. The device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. The backup capacitor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd-legacy® 1 pump displayed alarm code 1720. There was no reported injury to the patient.